Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported internal leakage test failure was not confirmed during on-site investigation by the field service engineer (fse). Instead of internal leakage test failure, the fse found that the pneumatic back-plane board was damaged due to liquid contamination. Liquid/corrosion on printed circuit boards (pcbs) can cause short circuit which might affect the ventilator¿s characteristics and performance. Pneumatic back-plane board is interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The servo ventilators fulfill the standards of ip21. The most probable cause to the contamination is ingress of liquid/ improper humidity. Circumstances about the source of the liquid are unknown. Moreover, during inspection the pressure transducer test failure was noticed. To resolve this issue, both pressure transducer boards and expiratory channel board should be replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The reported issue was confirmed in provided device's logs. The cause of the pressure transducer test failure in this customer product complaint has been determined. The issue was related to pressure transducer pcb and expiratory channel board.